Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the three (x3) truespan 12 degree peek devices, when using the first suture with the at the time when the specialist put in function the suture gun, this did not shoot when triggered and the peek remained inside the clamp. They then proceeded to pass a second unit with the and at the moment when the specialist activates the gun makes the shots well but when removing the clamp it is evident that this had the loose suture of the knot and it was not possible to secure the peek, remaining within the patient (1) a peek, this peek is removed and the specialist asks a third unit is paced, a new one is supplied with the same batch as the second device. At the time the specialist used this third unit happens the same as the second, that when activating the gun makes the shots well but when removing the clamp it is evident that this had the loose suture of the knot and it was not possible to secure the peek, leaving inside the patient (1) a peek, it then proceeds to remove again the loose peek of the operative cavity. Another non mitek suture was used and the surgery was completed successfully, without affecting the patient and without alterations in the surgical times. There were no adverse patient consequences reported. No additional information was provided. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: corrected data d4: the device expiration date and UDI have been updated. Investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (1037xp), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.